Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the driver space warning message was popping out. A technical support specialist remoted in and confirmed that the drive was healthy, and the popped message was due to false alarm. The system functioned as intended after the technical support troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system server capacity obtained critical state, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.